Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the tracings generated via the wireless transducer intermittently dropped out while fetal decelerations were occurring, which resulted in the patient being transported to another hospital; however, the customer indicated they did not believe the monitor issue contributed to the patient condition. The staff changed to wireless monitoring due to this issue and indicated this labor and delivery room is the only room experiencing this issue. It was also noted the hospital uses ge centricity for central monitoring. Based on this information, the fetus exhibited decelerations while there were signal dropouts, which the customer does not believe was due to the dropouts; however, the type of reported complaint was marked as death.

Manufacturer narrative:
A good faith effort (gfe) was made to get additional information about the patient, but the customer did not share any more information. A philips field service engineer (fse) evaluated the device and was unable to confirm cause of the reported tracing dropouts. The customer decided to use only hardwire transducers as there seemed to be some sort of intermittent outside interference that could not be determined. Based on the results of the analysis, the product malfunction was unable to be confirmed. As for precautionary measures the obr channels were changed, and the customer switched to hardwire transducers and was informed to call back if the issue still persists. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.